Manufacturer narrative:
Visual inspection of the returned device confirmed a split/tear near the tip of the device. Functional testing confirmed a leak occurred from the split. The investigation is currently in progress and no conclusion is available. A supplemental report will be filed upon completion of the investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure the customer noted some bleeding around the cannulation site. The bleeding was corrected and bypass was initiated. Once the patient was on bypass, bleeding was again observed around the cannulation site. After the addition of several purse strings the customer realized there was a tear beneath the cuff on the side of the cannula body. The product was replaced with another to complete the case. There were no adverse patient effects as a result of the issue.

Manufacturer narrative:
Conclusion: after investigation at medtronic and its supplier, the complaint of damage to the cannula body beneath the suture collar ring was confirmed. There were no obvious indications that a mechanical failure, manufacturing defect or tool cut resulted in this occurrence. Medtronic was able to recreate similar damage to the device by pulling on the cannula body without first removing the packaging around the tip of the cannula. This may have caused the occurrence, but an exact root cause was not identified. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of complaints over the past year received for this model number showed no trends for this occurrence or similar confirmed occurrences warranting escalation. Medtronic will continue to monitor for future occurrences and trends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.